Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the blood glucose monitor began to display non-existing bolus recommendations. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.